Manufacturer narrative:
Concomitant medical device: dtba2d4 crtd implanted (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was intermittently undersensing, as observed on the current electrogram (egm.) It was noted the patient is in chronic atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.